Event description:
Information received indicates the head section cannot be raised.

Manufacturer narrative:
The technician found the wire on the hydraulic valve for the head actuator was not connected. The technician reconnected the wire to repair the bed.